Manufacturer narrative:
Product event summary: the full lead was returned analyzed and analysis revealed the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling, the inner insulation of the lead was extrinsically breached due to a tear, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure of atrial lead, the impedance was too low, bipolar tested impedance was low. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.